Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 31mm tailor flexible annuloplasty ring was chosen for a mitral valve repair. After sizing was performed according to the manufacturer recommended sizing method, a 31-mm device was implanted; however, the regurgitation could not be controlled. The ring was then replaced with a non-abbott device and annuloplasty was performed while patient on bypass, after which regurgitation was successfully controlled. Although the procedure time was prolonged due to replacement of the initially implanted product, the physician confirmed that there was no impact on the patient¿s outcome. The patient was reported stable.

Event description:
It was reported that on (B)(6) 2026, a 31mm tailor flexible annuloplasty ring was chosen for a mitral valve repair. After sizing was performed according to the manufacturer recommended sizing method, a 31-mm device was implanted; however, the regurgitation could not be controlled. The ring was then replaced with a non-abbott device and annuloplasty was performed while patient on bypass, after which regurgitation was successfully controlled. Although the procedure time was prolonged due to replacement of the initially implanted product, the physician confirmed that there was no impact on the patient¿s outcome. The patient was reported stable.

Manufacturer narrative:
An event of regurgitation was observed after implanting a 31mm tailor annuloplasty ring. A new non-abbott device was chosen to complete the procedure. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on available information, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.